Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy, while removing the appendix with the pouch, the pouch ripped at the bottom of the bag and the appendix and parts of the pouch fell back into the abdomen. The doctor was able to retrieve the appendix and broken parts of the pouch, to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n9146y. Batch #: n90u6m, manufactured date: 03/22/2016, product exp. Date: 2/28/2021. Batch #: n90v3e, manufactured date: 03/25/2016, product exp. Date: 2/28/2021. The analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. A potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.